Manufacturer narrative:
Age at time of event: 18 years or older. The device is a combination product. Device evaluated by MFR: a synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end and mid-section of the stent were damaged with stent struts lifted from the stent profile. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29 jan 2019. It was reported that crossing difficulties were encountered. The target lesion was located in the coronary vessel. A 4.00 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported. However, returned device analysis revealed stent damaged.